Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer stated that a nurse in the chemotherapy clinic was giving epirubicin via IV push when she noted there was a crack in the texium tip of the syringe and leaked. There was no patient harm reported.